Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b3, b5, d6b, g2, h6.

Event description:
Healthcare professional later reported the device is intact and capsular contracture, baker grade ii. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Patient reported "I know some of the implants were recalled but I never heard anything" and "silent rupture" via ultrasound. This record is for the right side. Device remains implanted.